Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified port on a tpn therapy bag become disconnected from the body of the bag. The damaged port was discovered after compounding, but prior to patient administration; therefore, there was no patient involvement or adverse events associated with this event. No additional information is available.